Manufacturer narrative:
Unit had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding. Customer's blood glucose was 119 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.